Manufacturer narrative:
This is one event for the same pt involving two separate products; associated MDR # 1125714-2013-02326.

Event description:
The plaintiff's attorney alleged that the decedent experienced a cardiovascular event and subsequently expired on an unk date after the use of the product.

Manufacturer narrative:
Corrected to include data that was inadvertently missed on additional information reported in follow-up 001. This is one of two device reports related to this event; the associated manufacturer report numbers are 1225714-2013-02326 and 1225714-2013-02327.

Manufacturer narrative:
Additional information has been requested and will be submitted upon receipt accordingly. This is one of two device reports related to this event; the associated manufacturer report numbers are 1225714-2013-02326 and 1225714-2013-02327.

Event description:
The additional information received noted that the patient experienced a sudden cardiac event and expired on the same day, which is alleged to have been caused by the patient's exposure to the product administered during dialysis treatment.